Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/6/2023, it was reported by a sales representative that an ar-300b burr attachment and an ar-300-b202 burr had an issue. During a routine minimally invasive surgery (mis) calcaneal slide, ar-300-b202 broke off at the shaft during joint prep. The surgeon was able to remove the burr head from the bone, but the inserter portion of the burr is in ar-300b (head portion of mis handpiece) and unable to be removed by multiple people. The case was completed by opening a new handpiece and burr to complete the procedure with no pieces left in the patient. There was a 5 minute delay due to removing the burr and opening a new handpiece/burr. It was stated that the surgeon does around 8 mis calc slides monthly and is very comfortable with the procedure. This was discovered during a calc osteotomy procedure on (B)(6) 2023, with no reported adverse effects to the patient.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-300-b202 was received for investigation. The evaluated device was the ar-300b serial/batch number (B)(6). Functional testing was not performed because the device was damaged. Visual evaluation of the ar-300b noted that the device has an obstruction inside the hole where the burr is plugged, presumably the reported broken burr. The most likely cause of the observed failure is a use error. When two devices are intended to be threaded/mated together, ensure they are fully engaged before use.